Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following difficulty seating the disposable device in an anteverted uterus during a novasure endometrial ablation and several unsuccessful cavity integrity assessment (cia) tests a hysteroscopy was done and a uterine perforation was noted. The procedure was aborted. No treatment was needed for the perforation. The pt was given prophylactic antibiotics and discharged home. On (B)(6) 2011 the physician reported the pt was seen one week following the attempted ablation and "she is fine." A hysteroscopy, dilatation and curettage (d and c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.